Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered a failure code 500:320 in the event history. The facility's representative stated that no patient injury or medical intervention was involved with this pump. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.